Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during a posterior lumbar interbody fusion (plif) at an unknown level the surgeon had concerns that one t25 stardrive shaft matrix long screwdriver and two stardrive shaft matrix standard screwdrivers were stripped or worn. There was no surgical delay and other screwdrivers were readily available for use. There was no report of patient harm. The surgery was successfully completed. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device investigation summary: it was reported that three t25 drivers (03.632.072 lot 6968778 mfg 11sep2012 and 03.632.002 lot 6949471 mfg 20aug2012 x2) were found to be stripped/worn during a posterior lumbar interbody fusion (plif) procedure. The procedure was able to be completed with alternate devices immediately available. There was no reported surgical delay or patient harm. The returned instruments were examined and the complaint condition was able to be confirmed in each instance as each tip showed damaged lobes. A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force. The t25 stardrive standard and long are two of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient. The returned instruments were examined and the complaint condition was able to be confirmed in each instance as each tip showed damaged lobes. A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.